Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an excision of chest wall lesion and thoracoscopy procedure, at the first firing, when the diaphragm was being resected, the handle had strong resistance and could not be squeezed. A new purple cartridge was used and the device was able to fire without problems. No injury.